Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited blurred image when plugged in. The reported issue was found during an unknown procedure, and the unknown procedure was completed with another device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer's final investigation. New information added to d9, h3, h4, h6 and h11. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Evaluation also found the distal end was scratched, the side of the video connector was cracked, and the handle ring and light guide adapters were loose. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the blurred image was likely caused by a component failure; however, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope exhibited blurred image when plugged in. The reported issue was found during an unknown procedure, and the unknown procedure was completed with another device. There was no report of patient harm or user injury associated with this event.